Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter would not power on. The medical affairs specialist was able to reach the patient on six days later; however, the patient was not willing to provide any further information. The reporter stated the meter issue began on original date, at 12:00 am. Some time after the issue began; the patient reported feeling sweaty and nervous. The patient took his set amount of metformin 500 mg. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to know; the time the patient's symptoms began, his testing frequency, medication regimen, and the treatment for the patient's symptoms. This complaint is reported, as the issue was not resolved, and the patient alleged he had symptoms that can be associated with hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.